Event description:
It was reported that the ultrasound gastrovideoscope stent failed to deploy and broke off in the channel while attempting to remove. The issue was found during sedative therapeutic upper endoscopic ultrasound procedure and device inside patient. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the instrument channel, chip on probe, small chip on adhesive around the objective lens, missing thixotropic adhesive at forceps cover, and missing adhesive around the light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material in the instrument channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device stent failed to deploy and broke off in the channel while attempting to remove. The issue was found during sedative therapeutic upper endoscopic ultrasound procedure and device inside patient. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.